Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high scan result and experienced confusion. The customer was seen by a healthcare professional who obtained a blood glucose result of 2.7 mmol/l on their meter, and provided unspecified treatment. No additional details regarding this event were provided. There was no report of death or permanent impairment associated with this event.